Event description:
It was reported that several cartridges were leaking. Specific location was unclear. There was no adverse impact to the customer's blood glucose level. The customer successfully changed the cartridge and resumed insulin therapy.